Manufacturer narrative:
Concomitant medical products: 4076, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented at the emergency room with a lead alert triggered. The right ventricular (rv) lead exhibited high defibrillation impedance. Follow up was conducted and intervention was unknown. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.